Event description:
It was reported that this patient with the pacemaker system had a magnetic resonance imaging (MRI) performed. This implantable lead is not approved for MRI. No adverse patient effects were reported related to the off-label use. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).